Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- power led. As it was stated, the circlip located on the handle has broken and the bolt fell down during procedure. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Maquet sas became aware of an issue with surgical light powerled 500 device. As it was stated by the customer, the circlip broke on the handle. There was no injury reported however we decided to report the issue based on the potential related to falling parts being potential source of contamination. During the investigation it was found that we have received similar complaints in the past, however none of them have led to serious injury or worse. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. At the time when the issue was noticed the device was being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. It was confirmed by tests results that the most likely root cause of the breakage of circlips is corrosion of a2 steel. Therefore, it was decided to change the material to a4 stainless steel.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).